Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had a broken lid. The following information was provided by the initial reporter: "blood was collected in the clinical laboratory. After inserting the needle into the cap during sampling, it was found that there was no blood inflow, so the new one was replaced. After the blood was sucked dry with a cotton swab, a hole was found in the black rubber part of the cap."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/22/2020. H.6. Investigation: bd received 1 samples and 1 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for defective stopper molding with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had a broken lid. The following information was provided by the initial reporter: "blood was collected in the clinical laboratory. After inserting the needle into the cap during sampling, it was found that there was no blood inflow, so the new one was replaced. After the blood was sucked dry with a cotton swab, a hole was found in the black rubber part of the cap.".